Manufacturer narrative:
(B)(4).

Event description:
During index procedure the patient had 3 endeavor sprint drug-eluting stents implanted to the rca. It is reported that 12 days post index procedure patient death occurred. Death was a sudden cardiac death. Investigator indicated that the reported event was remotely related to the study device.

Manufacturer narrative:
Additional information: ae term is updated to coronary atherosclerotic heart disease. Death was considered to be a complication of the coronary atherosclerotic heart disease. If information is provided in the future, a supplemental report will be issued.